Event description:
It was reported the patient's implanted neurostimulator (ins) was removed after 2-3 days of implant. It was reported the ins was making the patient "more numb and increasing her tingles." Additional information received 5 days later reported the device system was explanted because the patient had developed further weakness in her bilateral lower extremities. It was noted the patient was wheelchair bound pre-operatively. Initial post-operative period the patient had baseline strength and function and then developed weakness. A CT scan was performed with no definitive diagnosis. The neurosurgeon on call decided to explant the entire system. The day following explant the patient was at baseline in regards to her strength and function.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Manufacturer narrative:
(B)(4).